Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer may have inadvertently loaded a used cartridge with 300 units; however, this could not be confirmed. The customer then successfully reloaded the used cartridge. There was no impact to the customer's blood glucose level.